Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pump implant, the pt experienced "cardiac symptoms" and the case was abruptly stopped. The pt's heart rate became bradycardic. The pt was sent to the intensive care unit. The pump was put at the minimum dose of 1.5 ml due to the cardiac issues she experienced. The pt was then followed by her pain physician for adjustments to her pump. The pump was used to deliver morphine.